Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "tip broke off , no harm to patient, but doctor wants it reviewed." Intervention - unk. Patient status - "no harm to patient".

Manufacturer narrative:
Model #/lot # and device manufacture date were updated to reflect the returned event product. Investigation summary: the event product was returned to applied medical for evaluation. Engineering confirmed the customer's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of event is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.